Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer mentioned that they noticed that there was a crack on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump failed leak test, it leaked at a cracked on the back of the case. The insulin pump powered up properly after battery installation and no critical pump error alarms were noted. It was received with high sleep current and device alarmed pump error 75 during self-test due to corroded electronic assembly. However, the insulin pump passed rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor assembly was found with traces of corrosion. It was received with cracked case on the back at the battery tube area, battery tube threads, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged. The device was received with missing serial number label.